Manufacturer narrative:
This report is submitted on august 08, 2019.

Event description:
Per the distributor, the device was explanted on (B)(6) 2019 due to skin inflammation. The device has not been returned to cochlear for investigation as of the date of this report, august 08, 2019.

Manufacturer narrative:
It was reported that the receiver-stimulator had extruded prior to explant. This report is submitted 11 november 2019.